Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A device history record was unable to be completed since a lot number of the catheter was unavailable. Based on the information received, the cause of the cardiac perforation was procedure related. Per the IFU, vascular perforation in an inherent risk of any electrode placement.

Event description:
After a pulmonary vein isolation procedure was completed a cardiac perforation occurred. Prior to leaving the procedure room, the patient suddenly moved while awakening from anesthesia. An inquiry steerable catheter remained in the coronary sinus and two swartz sl0 introducers had been pulled back out of the heart. The patient was transferred to the ICU. The inquiry steerable catheter and the swartz sl0 introducers were removed from the patient. One our later , hypotension and a rising heart rate was noted. An echocardiogram revealed a pericardial effusion. A pericardiocentesis was performed which resolved the effusion and stabilized the patient. There were no performance issues with any sjm device.